Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing intermittent high (at night) and low (in afternoon) blood glucose (bg) levels. Bg value was not provided. The customer's doctor recommended that the pump settings (basal rate, carbohydrate ratio and correction factor) be adjusted. The customer made the changes to the pump settings. Current bg was 163 mg/dl. The customer declined to provide further information regarding the high and low bg levels.